Event description:
Procedure type: anterior resection. According to the reporter: a post-op leak in the bowel occurred. It was necessary to repair the bowel by reoperating the pt.

Manufacturer narrative:
(B)(4).